Event description:
This is a spontaneous case report received from a medical doctor in united states on 16-aug-2016 which describes a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 permanent sterilization. On (B)(6) 2015, hsg confirmed tubal (both) occlusion. According to the patient, a coil was dislodged. On (B)(6) 2016, intrauterine pregnancy was confirmed. Physician also reported that patient is 6 weeks pregnant along with intrauterine pregnancy versus ectopic (discrepant information). Essure was not removed. Follow-up information was received on 25-aug-2016: patient experienced pregnancy with essure and coil dislodged. Follow up 09-sep-2016: quality-safety evaluation of ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment:this spontaneous, medically confirmed report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and had a hysterosalpingogram confirming bilateral occlusion. Approximately 1 year later, patient had a pregnancy confirmed (with suspicion of ectopic pregnancy). She had also reported that a coil dislodged (device dislocation).ectopic pregnancy with contraceptive device and device dislocation are serious and listed in the reference safety information for essure. Dislocation/migration may occur within essure. Due to its nature, device dislocation was considered related to essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the plausible temporal relationship and the nature of the event, a causal relationship between suspicion of ectopic pregnancy and essure cannot be excluded. Therefore, this case was regarded as incident. Additionally, a non serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information was received on 07-nov-2016 via uterine/tubal perforation with essure questionnaire and essure pregnancy questionnaire. Patient's weight and height were provided. She had 02 pregnancies and 02 live births. Medical history included 2 c-sections. Previous gynaecological intervention and relevant history or concurrent conditions were denied. On (B)(6) 2015 essure lot number c18710 was easily inserted. She was on 8 weeks and 2 days post-partum (delivered on (B)(6) 2015 by c-section), and was breastfeeding. There were no abnormal uterine findings prior to insertion. Cervical dilatation and analgesia (naropin, lidocaine 20cc) were applied during insertion. The visualization of tubal os was easy, fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. There were 3 trailing coils on left side and 6 on right side. She had no complaints immediately after insertion. On (B)(6) 2015 hsg (hysterosalpingogram) was performed and showed both coils in correct position and tubal occlusion was confirmed. Second confirmation test was not performed. The patient was told to rely on essure. Date of the first day of last menstrual period was (B)(6) 2016. On (B)(6) 2016 urine pregnancy test, blood pregnancy test and ultrasound were done and pregnancy was confirmed. Also, the incorrect essure position was diagnosed. Essure coil noted embedded in endometrium below gestational sac. Unknown which side it came from. At the time of this report essure was ongoing. Evaluation of coils has not been done yet. The outcome was unknown because patient has not been back for evaluation. Patient terminated the pregnancy. Company causality comment: this spontaneous, medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had a hysterosalpingogram confirming bilateral occlusion. Approximately 1 year later, patient had a pregnancy confirmed (with suspicion of ectopic pregnancy). She had also reported that a coil dislodged (device dislocation). Ectopic pregnancy with contraceptive device and device dislocation are serious and listed in the reference safety information for essure. Dislocation/migration may occur within essure. Due to its nature, device dislocation was considered related to essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the plausible temporal relationship and the nature of the event, a causal relationship between suspicion of ectopic pregnancy and essure cannot be excluded. Therefore, this case was regarded as incident. Additionally a non serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up 09-sep-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous, medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had a hysterosalpingogram confirming bilateral occlusion. Approximately 1 year later, patient had a pregnancy confirmed (with suspicion of ectopic pregnancy). She had also reported that a coil dislodged (device dislocation). Ectopic pregnancy with contraceptive device and device dislocation are serious and listed in the reference safety information for essure. Dislocation/migration may occur within essure. Due to its nature, device dislocation was considered related to essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the plausible temporal relationship and the nature of the event, a causal relationship between suspicion of ectopic pregnancy and essure cannot be excluded. Therefore, this case was regarded as incident. Additionally a non serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. We conduct an investigation of any returned device. We conducted a review of the manufacturing batch record c18710 (production date 29-jan-2014 and expiration date 31-jan-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Based on the provided information ,the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 30-nov-2016: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous, medically confirmed report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and had a hysterosalpingogram confirming bilateral occlusion. Approximately 1 year later, patient had a pregnancy confirmed (with suspicion of ectopic pregnancy). She had also reported that a coil dislodged (device dislocation). Ectopic pregnancy with contraceptive device and device dislocation are serious and listed in the reference safety information for essure. Dislocation/migration may occur within essure. Due to its nature, device dislocation was considered related to essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the plausible temporal relationship and the nature of the event, a causal relationship between suspicion of ectopic pregnancy and essure cannot be excluded. Therefore, this case was regarded as incident. Additionally, a non serious event was reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.